Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
The customer reported a failure to alarm from the unit. The device was in use at time of event, a patient death was reported.

Event description:
The customer reported a failure to alarm from the unit. The device was in use at time of event, a patient death was reported. A philips field service engineer went to the site after the customer requested the event be reviewed. The engineer did not detect any other problems during the testing. The alarm audit trail was reviewed and it was confirmed that an asystole alarm was generated at the patient information center ix as expected. An alarm was generated on (B)(6) 2022 at 19:32. However the alarm was not acknowledged until 19:48. The device was confirmed to be operating per specifications and no failure was identified.